Event description:
The patient experienced no stimulation sensation in her area of paresthesia after airport security used the security wand on her numerous times. The patient was at home at the time of the complaint and redirected to her hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.